Event description:
Lab employee was operating the rotary microtome. The machine was in manual mode, but the f3 fuse was blown. This affected the automatic brake. While the blade was returning to counterbalance, the employee cut off the distal tip of her index finger, necessitating surgical repair. On (B)(6) 2010, employee was seen in the ER immediately following the injury. The wound was cleaned and dressed, but the tip was not reattached. The following day, the pt underwent surgical closure.